Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was pushed through the cannula, plugged into the cable and power supply then placed on the mayotable at the bottom of the or table. Staff smelled smoke and noticed the hemopro tissue welder began overheating even though the activation toggle switch was confirmed to be in the "off" position. Staff immediately unplugged the unit and called the maquet territory manager in the room who was in the hospital at the time. The tissue welder jaws had melted and burnt and also melted the clear tip of the cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications, it never touched the patient. Staff are aware of the recommended if sterilization methods and replacing after 20 cycle requirements, but they have no way of tracking how many times the cables were sterilized and do not swap them out.

Manufacturer narrative:
Investigation results: visual inspection showed that the cold jaw boot insulation had been burnt and melted. The hot jaw boot was not present on the curved hot jaw. The reported failure was confirmed based on visual inspection. Resistance measurements were within specification. The micro switch functioned properly. Results from the pre-cautery testing, using the returned dc extension cord and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The device did not immediately activate during any point. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).